Event description:
The customer obtained a discordant, negative vitros hbsag result (vitros hbsag negative vs. Non-vitros hbsag positive, vitros hbsag es reactive) from a single patient sample while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. The discordant, negative vitros hbsag patient result was not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, negative vitros hbsag result was obtained from a single patient sample while using the vitros 3600 immunodiagnostic system. The root cause of the event is unknown. However, the possibility of the presence of a mutated form of hbv, which is not recognized by the vitros hbsag assay, cannot be ruled out.